Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a ped pipeline moved during deployment. After the stent was in place, the developing coil at the tip end began to be exposed. The tip end was opened smoothly. The distal marking point of the delivery guide wire was in a normal relative position with the stent and the middle section was deployed continuously with the deployment length close to 18mm. The delivery guidewire was pushed and it was found that the distal marking point moved rapidly to the distal end. The stent was unloaded. The delivery guidewire and the stent were completely separated. The distal end of the tip end developing coil reached the end of the vertebral basilar artery and the stent fell downward as a whole. Angiography was performed again and the distal end of the stent fell to 10 mm proximal to the aneurysm. The devices were prepared according to the instructions for use (IFU). The patient was being treated for an unruptured, saccular aneusym in the left vertebral artery, distal end of left posterior inferior cerebellar artery. The max diameter was 7.5mm and the neck diameter was 6.9mm. The distal landing zone was 8.3mm and the proximal landing zone was 9.5mm. Vessel tortuosity was moderate. Angiographic result post procedure was normal. Dual antiplatelet treatment was administered. No patient symptoms or complications were reported.

Event description:
Additional information received reported the guidewire and stent were completely separated, and there was no problem between equipment, patients, or surgery. There was no friction or difficulty during the procedure. The pipeline was implanted at the intended location. The tip of the catheter moved during deployment. The cause of the migration was it dislodged.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.